Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4). The complaint sensor device was not returned to dexcom. The receiver device(mt206491/(B)(4)), used with the complaint sensor device, was returned on (B)(4) 2015. The returned complaint receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. Evaluation of the returned receiver and review of the downloaded data log did not confirm the reported event of inaccurate blood glucose values.

Manufacturer narrative:
(B)(4).